Event description:
It was reported to boston scientific (bsc) on 03/22/2007, that a customer encountered problems during use of a guidewire. The following info was reported to the manufacturer: patient pre-procedure condition: pt was being treated after 20 days of hunt hess iii subarachnoid hemorrhage. He entered without neurological focus. Procedure summary: during endovascular treatment of an anterior communicating aneurysm, and bsc microcatheter was advanced over an bsc guidewire [device in question]. When the microcatheter was at the stage of the supraclinoid carotid, with the guide tip [device in question] outside the catheter, the guidewire [device in question] broke. As the guidewire [device in question] could not be positioned at a1, it was decided to removed the guidewire [device in question] in order to change the curve. At the moment, it was observed that even when the guidewire [device in question] was being removed, the tip of the guide [device in question] did not move at the radioscope. As there was risk that the loose tip of the guidewire [device in question] might remain in the artery or migrate distally, the microcatheter was taken backwards under negative pressure, and the guide tip [device in question] was recovered. Angiographic control showed worsening of the proximal vessel spasm in the supraclinoid carotid, which generated distal hypoflow. For that reason, it was decided to interrupt the procedure. While recovering from the anesthesia, the pt had severe left hemiparesia, which ceased after one hour.